Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the display screen had scratches and customer can not read the display screen. The patient¿s blood glucose level was 143 mg/dl at the time of the incident. The issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window.